Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 5161351. Product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 5134360. Product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 5135299. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 366028.

Event description:
It was reported that the patient experienced an occasional shock feeling running up her spine when she sat down. This happened regardless of stimulation being on or off. Reprogramming was performed but did not resolve the problem. The pressure pain was due to where the leads were placed which caused physical pressure at implant site. The patient underwent an explant of the scs system and was doing well post-operatively. The devices will not be returned for analysis as the physician disposed of the explanted products.